Event description:
It was reported that a spectrum pump had an unspecified problem. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A investigation is completed.